Event description:
According to the complainant, during the procedure, the prolieve system's anchoring balloon appeared to be leaking. The physician aborted the procedure with no patient complications and the patient is "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further evaluation found the anchoring balloon deflated due to water leaking through the return lumen. The customer's complaint is confirmed.